Event description:
(B)(4). Same case as MDR ID# 2134265-2012-06247. It was reported that post a stenting treatment procedure, the patient experienced chronic angina. Index procedure: in (B)(6) 2010 - the 99% stenosed target lesion, 18 mm long with a reference vessel diameter of 4.0 mm located in the proximal (right coronary artery (rca) extending to the mid rca. The mid rca was 75% stenosed and was 12 mm long with a reference vessel diameter of 4.0 mm. The physician treated the proximal rca with pre-dilatation with an unknown balloon and placement of a 4.00 x 20 mm taxus liberte stent. Following post dilatation with an unknown balloon, residual stenosis was 0%. The mid rca was treated with pre-dilatation with an unknown balloon and placement of a 4.00 x 16 mm taxus liberte stent. Following post dilatation with an unknown balloon, residual stenosis was 0%. The patient was discharged three days later on aspirin and prasugrel. In (B)(6) 2012 - the patient presented with chest pain and was hospitalized on same day. Two days later the event is considered not recovered /not resolved and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).